Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device was tested, and the reset was reproduced during temperature chamber testing. The root cause of the reset was an anomalous component on the hybrid. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that device was in backup reset mode when interrogated while in the original package. The device was returned for evaluation.